Event description:
Account alleged the bed had an unintentional movement.

Manufacturer narrative:
Technician did not find the bed moving on its own, but did find the left siderail had no functions. Technician replaced the left siderail control board and cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.